Manufacturer narrative:
Investigation results on smiths medical cadd legacy 6400 pump have been completed. Upon visual inspection no outer physical damage was noted. Event log was opened, which revealed no malfunction in data. Testing was done to duplicate complaint and the testing revealed the device was delivering was within the specifications of +/-6 % normal range. Unknown what caused the event reported and no problem was verified with device. The device passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump fails accuracy -12.45%. No patient involvement as event occurred during testing.